Event description:
It was reported that there was a discrepancy in the displayed and actual time on the pump greater than five minutes. Customer's blood glucose level was not impacted. Technical support assisted the caller in updating the pump time and advised them to monitor the issue, with the caller understanding and acknowledging the instructions.